Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead exhibited high thresholds in multiple locations and there was myocardial tissue on the lead when extracted. The lead was subsequently unable to be screwed into the heart membrane. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.